Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the device revealed evidence of clinical use including biological material on the distal tip and the teflon pad was identified to have melted/detached from the jaw. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is applying pressure between instrument blade and tissue pad without having tissue between them the instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the teflon pad on the harmonic scalpel fell off the device and into the patient. The teflon was retrieved using a grasper or similar device with minimal procedure delay. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.